Event description:
The customer reported that the image quality of the images were degraded to a point in which they were not usable. There is no report of injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable connector was repaired and the x-ray indicator was tightened during the service call. The system was tested and found to be working as intended and put back into service.